Event description:
Heal laa study. It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient. It was noted immediately that a thrombus had formed behind the deployed closure device which limited the ability to move the device. The procedure was continued, and the closure device was successfully implanted in the laa of the patient. There were no complications that were reported to have occurred from this event. The patient was discharged with aspirin.